Event description:
On (B)(6) 2024, this peritoneal dialysis (pd) patient on continuous cyclic pd (ccpd) therapy utilizing the liberty select cycler reported to fresenius customer service he experienced peritonitis following multiple cassette leaks during pd therapy. There was an inferred allegation this adverse event was related to the performance of the liberty cycler set in the initial reporting. Upon follow up with the patient¿s pd registered nurse, it was reported this patient presented to the outpatient clinic on (B)(6) 2024 with abdominal pain and cloudy peritoneal effluent fluid. Peritoneal effluent fluid cultures and a white blood cell (wbc) count taken in the outpatient clinic on (B)(6) 2024 presented with staphylococcus epidermidis in the culture and a wbc count of 53/mm3. The patient was diagnosed with peritonitis due to touch contamination during ccpd therapy on the liberty select cycler at home. It was explained the patient experienced multiple leaks from multiple cassettes leading up to this event; however, the outpatient clinic suspected the patient was using the wrong technique when inserting his cassette into his cycler to include not seating the cassette all the way down before closing the door or inserting the cassette too hard and too far down into the cycler. The patient was not hospitalized for this event and prescribed intraperitoneal (ip) vancomycin at 2000 mg every 5 days for two weeks and ip ceftazidime at 2000 mg daily for two weeks. The patient is recovering from this event while on antibiotic therapy as he remains asymptomatic. It was confirmed the patient¿s peritonitis was more than likely not due to a deficiency or malfunction of any fresenius product(s) or device(s), rather it was based on the patient¿s technique in inserting his cassette while not maintaining aseptic technique. The patient continues ccpd therapy on a newly received liberty select cycler at home following this event.

Manufacturer narrative:
Plant investigation: the plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity. Clinical investigation: a temporal relationship exists between ccpd therapy utilizing the liberty cycler set and the adverse event of peritonitis, characterized by abdominal pain. It is well established that pd patients are at high risk for infections of the peritoneum. The cause of this patient¿s infection can be attributed to touch contamination during ccpd therapy as reported by a medical professional. This is further evidenced by the presence of a microorganism that is part of the normal flora of human hands and skin. Therefore, the liberty select cycler with the liberty cycler set can be excluded as a root cause or contributor to this patient¿s adverse event. Based on the required information, there was no allegation or objective evidence of any fresenius product(s) or device(s) deficiency or malfunction caused or contributed to this patient¿s adverse event.

Manufacturer narrative:
Plant investigation: the sample was not returned to the manufacturer and the lot number was not provided. A manufacturing review was performed on the products shipped to the patient for the three (3) month time frame which immediately preceded the event occurrence date. This review included the lot numbers for all fresenius liberty cycler sets shipped to this account within the selected time frame. The entire set of lots have been sold and distributed. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. An investigation of the device history records (DHR) was conducted and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The product lots involved met all specifications for release. A review of the DHR did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.

Event description:
On (B)(6) 2024, this peritoneal dialysis (pd) patient on continuous cyclic pd (ccpd) therapy utilizing the liberty select cycler reported to fresenius customer service he experienced peritonitis following multiple cassette leaks during pd therapy. There was an inferred allegation this adverse event was related to the performance of the liberty cycler set in the initial reporting. Upon follow up with the patient¿s pd registered nurse, it was reported this patient presented to the outpatient clinic on (B)(6) 2024 with abdominal pain and cloudy peritoneal effluent fluid. Peritoneal effluent fluid cultures and a white blood cell (wbc) count taken in the outpatient clinic on (B)(6) 2024 presented with staphylococcus epidermidis in the culture and a wbc count of 53/mm3. The patient was diagnosed with peritonitis due to touch contamination during ccpd therapy on the liberty select cycler at home. It was explained the patient experienced multiple leaks from multiple cassettes leading up to this event; however, the outpatient clinic suspected the patient was using the wrong technique when inserting his cassette into his cycler to include not seating the cassette all the way down before closing the door or inserting the cassette too hard and too far down into the cycler. The patient was not hospitalized for this event and prescribed intraperitoneal (ip) vancomycin at 2000 mg every 5 days for two weeks and ip ceftazidime at 2000 mg daily for two weeks. The patient is recovering from this event while on antibiotic therapy as he remains asymptomatic. It was confirmed the patient¿s peritonitis was more than likely not due to a deficiency or malfunction of any fresenius product(s) or device(s), rather it was based on the patient¿s technique in inserting his cassette while not maintaining aseptic technique. The patient continues ccpd therapy on a newly received liberty select cycler at home following this event.